Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by contact. Information unavailable. The device remains implanted. Device remains implanted.

Event description:
It was reported by the customer that the initial procedure went well with no issues. On (B)(6) 2010 the patient went in for her first fill and the surgeon could not access the port. About a week later the patient went back in for her second fill and the surgeon still could not access the port. About a week after that the patient went back to the surgeon and the surgeon tried to access the port under fluoroscopy and still the surgeon could not access the port. On (B)(6) 2010 the patient went in for a port revision and the surgeon stated that some of the hooks were not locked. A port revision was performed and the surgeon sutured the port in place. On (B)(6) 2010 the patient went in for her first fill with the new port and the port still could not be accessed. The patient stated that every time the surgeon tried to access the port she heard a clicking sound. Like the needle was hitting plastic. The patient stated that every time the surgeon tried to access the port he would stick the patient thirteen times or more. The patient is going to a new surgeon, on (B)(6) 2011, but cancelled the appointment.